Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that patient never gets 6 bars and only ever gets 2-4 bars. Patient stated because of that charges every other day. Patient stated she has to lay down because the belt she was provided won't work unless patient was laying on it. Patient mentioned she lost 85 pounds, so she knows weight should not affect coupling. Patient stated she had been on steroids that stopped working, so hcp took patient off them (prior to devices). Patient lost 40 before implants and 45 after implants. Patient was offered adhesive discs. Patient also mentioned that ins moves around because "the pocket broke on it" pretty soon after implant. Patient stated hcp had to do "so many surgeries". Patient stated hcp apparently made 3 pockets. Patient sated the ins pushes up at the skin so they know where it is. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.